Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low glucose readings on adc device scan results and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "memory loss", hypoglycemia, a loss of consciousness, and was unable to self-treat. The customer required unspecified treatment from a caregiver for treatment. There was no report of death or permanent impairment associated with this event.